Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The date of event is estimated.

Event description:
Related manufacturing report number: 1627487-2020-02258. It was reported that the patient's ipgs failed to communicate following an unrelated medical procedure. Troubleshooting was performed and communication was reestablished.